Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a protaper universal file broke during use. Doctor is leaving the broken part in the tooth and incorporated into the filling. No patient injury and no further treatment planned.

Manufacturer narrative:
Six assorted protaper files were returned (sx-f3). The file f1 25mm is actually broken in the active part (fatigue). No material defect was found during analysis of the rupture pattern. No unused f1 file is available for evaluation. The other assorted files sx, s1, s2, f2 and f3 have been analyzed and are not damaged. Nothing unusual to report was found during DHR review (batch #1707021). Root causes are not identified. We will track this kind of event and monitor the trend.